Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and dilated left atrium. A steerable guide catheter (sgc) and a mitraclip xtw were prepared per the instructions for use (IFU). Following the transseptal puncture (tsp), difficulties advancing the sgc occurred, the sgc jumped while being advanced through the septum, and the dilator was advanced too far. After the sgc passed the interatrial septum (ias), the sgc was in a tangential position to the aorta. The mitraclip xtw was advanced out of the sgc without issues but was unable to be steered down to the valve using the usual steering movements. The clip kept touching the aorta. After several steering attempts, the patient¿s respiratory rate (rr) decreased, the heart rate increased, and a large pericardial effusion was observed. The sgc and the clip were removed from the patient and a pericardiocentesis was performed to treat the pericardial effusion. However, the bleeding did not stop. Therefore, the patient was transferred to undergo open heart surgery. In the physician¿s opinion, the attempts to steer the clip down caused the pericardial effusion. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement associated with sleeve steering issues and difficult positioning were likely due to the reported challenging anatomy (kinking of the ivc and an atypical course of the v. Cava). The reported poor image resolution was associated with echo conditions. The reported pericardial effusion appears to be related to procedural conditions. Pericardial effusion is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances as pericardiocentesis was performed to treat the pericardial effusion and the patient was transferred to undergo open heart surgery. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 1157 difficult or delayed positioning.